Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument is broken.

Event description:
It was reported that the instrument is broken.

Manufacturer narrative:
(B)(4). Visual inspection confirmed the reported event that the instrument is not functioning correctly. The instrument was disassembled for investigation. The pin/nail puller arm has flared at the grip that come into the contact with the nail. This could have been caused by the load applied while pulling the nail and possibly a side to side movement in an attempt to extract the pin. Tarnish on the surface and the scratch marks indicate that the instrument has been used in multiple surgeries. Device history record (DHR) was reviewed and no discrepancies were found. The root cause: wear and tear over time and/or excessive force applied on the instrument when extracting the nail/pin. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.